Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address 1: (B)(6). Imdrf device code a0401 captures the reportable event of handle cannula break

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the common bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023 during the procedure, the handle cannula broke. Another trapezoid basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable.